Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the pump flow issue was most likely related to the cannula kink on the returned product. The cause of the issue was most likely related to the patient¿s complex anatomy, based on the provided clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left axillary artery in a 78-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of coronary artery disease. The pump repeatedly twisted and became malpositioned within the heart, bending on itself and resulting in complete loss of flow. The physician believed torque had built up within the catheter, preventing proper device function. The pump was removed, and the physician elected to place another impella device, noting that the patient¿s complex anatomy likely contributed to difficulty achieving and maintaining appropriate positioning. The reported events are unable to position, product damage, low pump flow, medical device removal, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date added.